Manufacturer narrative:
Product event summary: the reported sheath was returned and evaluated. Visual inspection of the sheath showed the device was intact with no apparent issues. Air aspiration was reproduced when a test catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking.

Event description:
It was reported that during a cryoablation procedure air bubbles were observed during aspiration of the sheath. The sheath was replaced and the procedure was completed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.